Event description:
The customer got several alarms when changing the infusion set. Troubleshooting was performed, and the insulin pump failed the displacement test, and also alarmed motor error. Advised the customer that the insulin pump would be replaced. The customer also reported that insulin leaked into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the rewind. Other error alarms were confirmed in the history file due to a corroded motor home switch. Unable to perform the displacement test due to the motor error alarm.